Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 an ilet user reported experiencing a low blood glucose (bg) event resulting in hospitalization. The event occurred on (B)(6) 2025. The user was hospitalized on (B)(6) 2025 after experiencing a loss of consciousness and a seizure related to diabetes management. Ems transported the user to the hospital, where they received two bags of dextrose. They were released on (B)(6) 2025. The user identifies as a brittle type 3 diabetic and reported frequent transitions between using the ilet and multiple daily injections (mdi). They stated that they use the ilet primarily to prevent hyperglycemic episodes but have been struggling with low blood glucose levels. The user has since resumed using the ilet system. The user was using a dexcom g7 continuous glucose monitor (cgm) at the time of the incident.